Event description:
It was reported that the right ventricular (rv) lead was found to have dislodged. The lead was repositioned and remains in use. During the repositioning procedure, the device was noted to have dried blood in the atrial connector. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. No anomalies were found. The grommet was noted to have been damaged.